Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: 1. Initial reporter mention "happened 2 times earlier" please clarify, how many devices demonstrated the alleged deficiency on each involved patient event? One prolene per patient. 2. If there are multiple patient events, ask: - provide the specific number of patient events: 3 in total. - did the event occur during one or multiple patient procedures? 3 in total. - what is the total number of procedures? 3 in total. - have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). No. They had not reported the earlier events and had not saved the thread. After it happened for the third time they decided to report and save the thread.

Event description:
It was reported that a patient underwent an umbilical hernia repair on an unknown date and suture was used. During the procedure, the suture split when knotting. There were no adverse patient consequences. Additional information was requested.